Event description:
Material no: 364902 . Batch no: unknown. It was reported that during use of the bd vacutainer® luer-lok¿ access device holder the item was leaking at the incision site. The following information was provided by the initial reporter: "I understand item 364902 has been discontinued and no longer in use, however I have a complaint regarding the item leaking at the incision site.

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device lot #: 8200984. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-08-29.

Event description:
Material no: 364902, batch no: 8200984. It was reported that during use of the bd vacutainer® luer-lok¿ access device holder the item was leaking at the incision site. The following information was provided by the initial reporter: "I understand item 364902 has been discontinued and no longer in use, however I have a complaint regarding the item leaking at the incision site.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 364902. Batch no: unknown. It was reported that during use of the bd vacutainer® luer-lok¿ access device holder the item was leaking at the incision site. The following information was provided by the initial reporter: "I understand item 364902 has been discontinued and no longer in use, however I have a complaint regarding the item leaking at the incision site.